Event description:
There was no patient involved in this event. This device malfunctioned because the status indicators were not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was successfully installed on (B)(6) 2012. There are two further manual events on this date. A test pad-pak was inserted and the device did power on but no status indicators illuminated confirming the reported fault. The problem with the device was attributed to a poor solder connection on pin 12 of the membrane tail. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300p device is for multi-use.